Manufacturer narrative:
Received only the catheter for evaluation. The reported event was inconclusive due to sample condition. Per the visual inspection, it was observed that the catheter was already cut into 3 pieces. Salt accumulated at the drainage eye was observed. Unable to determine the deflation time of the used sample due to poor sample condition. Also, unable to determine what elements existed during the placement and use of the catheter. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that there was difficulty deflating the balloon with a syringe on the twenty-second day of use. A syringe was connected to the catheter to deflate the balloon and was left for while. However, the water could not be withdrawn. The user then injected additional water into the balloon with a syringe and attempted pumping, but failed. Finally the user cut the proximal portion of the catheter and inserted a wire into the inflation lumen. The water was withdrawn and the catheter removal was completed. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty deflating the balloon with a syringe on the twenty-second day of use. A syringe was connected to the catheter to deflate the balloon and was left for while. However, the water could not be withdrawn. The user then injected additional water into the balloon with a syringe and attempted pumping, but failed. Finally the user cut the proximal portion of the catheter and inserted a wire into the inflation lumen. The water was withdrawn and the catheter removal was completed. There was no patient injury reported.